Event description:
It was reported that prior to procedure nim console was unable to turn on despite multiple troubleshooting attempts (checking charging cable, directly plugging cable to console, internal battery check, diff wall outlet). In patient interface no light flashing on the on/off switch and patient interface charging light. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found reported fault confirmed. No power to the console. Power supply found to be faulty. Product ID no.nim4cpb1 , serial number: (B)(6), lot number: 227198042 reported fault not confirmed. Patient interface powering turn on successfully. Product ID no.: nim4cpb1, serial number: (B)(6), lot number: 227198041 reported fault not confirmed. Patient interface powering turn on successfully. H6:product ID: nim4cm01, serial number: (B)(6) has fdr code c19, fdc code d20 and img code is : g02005 h4: manufacturing date for both product ID's: nim4cpb1 is 21-aug-2023. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.